Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no defect was found.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed intermittent audio output (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test alert functionality and dexcom technical support reported that the alarm functions were working and that patient could not hear the alerts; however, the patient reported alerts were not functioning. Dexcom has issued an rga for patient to return the device to be investigated.